Event description:
It was reported that the manufacturer's representative (rep) was with the patient and they couldn't get telemetry with the implantable neurostimulator (ins) using the clinician programmer, patient programmer, or recharger. The patient reported it was last working last summer and they noticed they couldn't charge in (B)(6) of 2014. The rep. Performed an antenna locate assessment and was able to initiate a physician mode recharge (pmr). Clearing the power on reset (por) and not attempting to turn stimulation on or off until the por was cleared was reviewed. The rep. Later noted that a pmr was performed with the patient and she was not continuing to charge once home. Another rep. Also did a pmr with the patient. The patient had an appointment on (B)(6) at 1 p.m., and at that time it would be seen if she had continued to charge her device. There was concern that she may not have been compliant with charging. There was also a concern that the patient may prefer to use medication rather than stimulation for pain control. The rep. Later reported that the patient "stood" them up for their appointment that was scheduled for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient, product ID 37752, serial# (B)(4), product type: recharger. (B)(4).